Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a prostar xl device with a 6f sheath after an interventional procedure. Reportedly, when the device was deployed, the sutures came right out. A second prostar xl device was used with the same result. It was reported that "the patient's belly was large" and the device may not have reached the vessel. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a heavily calcified vessel. The instructions for use, states: the safety and effectiveness of the prostar xl 10f pvs system have not been established in the following patient populations: patients with common femoral artery calcium, which is fluoroscopically visible. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It was reported that the prostar xl device was used with a 6f sheath. The instructions for use, states: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patient who have undergone catheterization procedures using 8.5f to 10f sheaths. Based on the information reviewed, there is no indication of a product deficiency. The other prostar xl device referenced is being filed under a separate medwatch MFR number.